Manufacturer narrative:
The device is expected to be returned for analysis. However, the device has not been received. As the device was not returned, we are unable to perform further root cause analysis. Attempts have been made to gather additional information, however, our attempts have been unsuccessful. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the balloon guide catheter could not be inflated inside the patient and upon removing it from the patient and test inflating it, a rupture was observed on the balloon preventing it from inflating. Prior to the event, the device was prepared as indicated in the instructions for use (IFU). It was test inflated and found to be in good working condition. No patient injury was reported because of this event. The patient was undergoing mechanical thrombectomy treatment for an acute ischemic stroke. The access vessel was the left internal carotid artery with diameter of 7mm. The patient¿s vasculature was minimal in tortuosity.

Manufacturer narrative:
Device evaluation fuji's device investigation found that the cello balloon guide catheter was ruptured; fuji was unable to find damages which cause the rupture. Based on internal device analysis as well as fuji's device analysis, the reports of no/slow inflation and rupture were confirmed. However, the cause for the rupture could not be determined. The lot history record review of the reported lot number showed no discrepancies that would have contributed to the reported experience. In addition, all balloons are 100% leak tested and all products are 100% inspected for damages and irregularities during manufacture. Therefore, manufacturing has been ruled out as a potential cause. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The cello balloon guide catheter was returned for analysis. No issues were found with the main lumen or balloon lumen hubs. The balloon inflation port was found to be intact. The balloon was found to be ruptured with the proximal end torn and separated and with the distal end still attached. The cello balloon guide catheter main lumen was flushed, and water exited from the distal tip. The cello balloon guide catheter balloon lumen was flushed, water exited from the ruptured balloon. Note: during handling, the cello balloon guide catheter body became kinked near the distal tip. No other anomalies were observed. The cello balloon guide catheter will be sent to fuji corp. For further investigation. A supplemental report will be submitted once we received results from fuji. If information is provided in the future, a supplemental report will be issued.